Event description:
Initial report indicated that pt was prescribed zantac following vns implant because pt physician believed that the vns changed pt's stomach acids. The pt was later diagnosed with reflux and was prescribed prilosec in june 2001. It was reported that an ear, nose and throat believed that the reflux affected the pt's vocal cords. The pt has continued to suffer from various gi problems such as chronic constipation which reportedly caused pt's dysmotility. The pt's seizures are under control with the vns, however, the pt has been hospitalized numberous times with gi problems in the last 6 months. Further follow-up with the pt revealed that pt has experienced intermittent problems with chronic constipation pre-vns and that these problems have worsened following vns implant. The pt reported that pt's constipation worsened post vns causing a rectal prolapse which required a colectomy with post-operative bowel dysmotility. The pt was reportedly hospitalized several times for small bowel obstructions and has undergone numerous egd's. The pt's gi physician believed the pt's gi problems may be related to the vns stimulation. The pt reportedly has a prior vagus nerve injury. It was reported that after vns implant, the pt experienced difficulty swallowing, aspiration and some voice alteration that lasted for days post-implant. The pt reported that pt was diagnosed with vocal cord paralysis by an ear, nose and throat. The pt reported that they still experience difficulty with these symptoms and have started voice therapy. No audible horseness not difficulty in speaking was noted during telephone conversation with pt. Attempts to obtain add'l info have been unsuccessful to date. Pt consent pending for physician to release info from medical records.